Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the explanted portion of lead was performed. Microscopic inspection of the lead noted an anomaly in the outer coil, approximately 6 to 8 centimeters from the electrode end. The inner coil was stretched just proximal to this location. Resistance testing was completed to assess lead electrical performance and the measurements throughout these tests were out of range. X-rays confirmed that the outer conductor coil was fractured 8 centimeters from the electrode end. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Laboratory analysis confirmed that the reported clinical observations were due to a fractured rv lead. It is suspected that fatigue or stress in the region of the fracture site due to relative lead motion resulted in the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture.

Manufacturer narrative:
The lead is expected to be returned. Once the product is received and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead went to the hospital after experiencing pre-syncope symptoms. The pacemaker was interrogated and all testing appeared normal; however, there were quite a few episodes recorded due to noise being oversensed on the rv lead which resulted in pacing inhibition. The sensing on the rv lead was changed to 7.0 mvolts and the patient was connected to a holter monitor for a week. Upon review of the results, there were still episodes of pacing inhibition. Data was submitted to boston scientific technical services (ts) for review. A ts consultant confirmed that the pacing inhibition was due to noise oversensing and that the noise observed was indicative of intermittent metal-on-metal contact. The patient was brought in again for additional testing. It was noted that the patient had another pacing inhibition episode that lasted five seconds. A chest x-ray was performed but no anomalies were visible. A revision was performed to replace the rv lead. While the lead was being explanted, it broke with the electrode tip portion remaining in the vasculature. The lead portion was secured and the terminal portion of the lead will be returned. A new rv lead was able to be successfully implanted. No additional adverse patient effects were reported.